Event description:
The user facility's biomedical engineer (biomed) reported that during preventative maintenance (pm) of the device, the cooler heater unit was missing the control knob. Since the event occurred during preventative maintenance, there was no patient involvement.

Manufacturer narrative:
Per the clinical risk review on 08/07/2013: the selector/control knob on the dual cooler-heater allows the user to change the water flow rate (in the cooling mode) and the water temperature set-point (in the warming mode). If the knob is missing, the effectiveness of cooling and warming can be effected.